Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery several times. Troubleshooting was performed. During the call was found that the customer has lost weight in the past few months. Instructed the customer that the alarm is most often caused by site issues. Suggested the customer to try a different infusion set with a shorter cannula. Days later, the customer called back and stated that the insulin pump was not delivering insulin and has lost confidence on the insulin pump. No further info was provided.